Event description:
The product is icyhot heat therapy for arm, neck and leg. As shown on the front of the package, I applied the pack on my shoulder for 8 hours. I ended up with 3rd degree burns and have pictures of burns and scars. The reason I did not write right away is in reading the instructions, it says you should wear the patch on the outside of your clothes. How silly would that look at work. But in checking the chattem website, I see the samples of this product were recalled in february 2008. The packages are still on the counters in three of our local stores. I really urge that chattem takes the picture and wordage from the front of the box. It really is false marketing and advertising. Please contact me if you would like the pictures. If I were younger, I would really complain about the scars I now have on my shoulder. Dose or amount: 1 patch, frequency: 8 hours. Dates of use: 2008, 8 hours. Diagnosis or reason for use: sore shoulder muscles. Event abated after use stopped or dose reduced? Yes.